Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wire popped while clipping the cystic duct. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip was unable to be applied due to the cable breakage. The clip did not fall into the patient. A new clip applier was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer-reported complaint. The large hem-o-lok clip applier instrument was found to have a loose grip cable at the distal end. The housing was removed, and the instrument was found to have a dislodged grip cable. There was also an excessive amount of dried residue found around the clamping pulley cable grooves.